Event description:
Customer performed a blood glucose test and received a result of 209mg/dl. Customer dosed extra insulin based on reading. An hour later became incoherent and fell. The ambulance was called and the customer was taken to the hospital. The hospital tested blood glucose and received a result of of 27mg/dl. The customer was admitted to the hospital and was given an IV and orange juice. No controls were being used. A request was made for the return of the suspect device and a replacement was sent.